Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had no capture at high outputs. It was discovered that the lead had caused perforation and pericardial effusion. Revision occurred and the lead remains in use. No further patient complications have been reported as a result of this event.